Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred with multiple cartridges during the load process. Reportedly, customer's blood glucose was 267 mg/dl due to a viral infection and was unrelated to the cartridge alarm. Customer addressed elevated blood glucose with manual injection. Customer reverted to manual injections for alternate insulin therapy.